Event description:
It was reported post-surgery the patient's rate was below the programmed lower rate on the defibrillator. Oversensing on the right ventricular lead was determined to be the reason. The atrial lead was reprogrammed to a less sensitive sensing to compensate for the oversensing. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.